Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the keypad buttons were sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/03/2014. Device evaluation:the device has been returned and evaluated by product analysis on 01/20/2014 with the following findings:the keypad was found to be torn over the ok button. The complaint of the keypad buttons sticking was not duplicated during testing. The contrast button had an intermittent response, which has no effect on insulin delivery function. The up arrow, down arrow, and ok buttons responded properly. The keypad was removed and evidence of contamination was found under all of the button contacts. Unrelated to the complaint, the display screen was found to be dim and discolored.